Event description:
It was reported that the bd luer-lok¿ tip syringe was discovered to have foreign matter. The following information was provided by the initial reporter: it was reported by the customer that the syringe is discolored.

Manufacturer narrative:
H6: investigation summary four photos were provided to our quality team for investigation. Upon examination of the returned photos, it was observed that a loose syringes with an unknown fluid with a "milky white" appearance and syringes has a several small black lines and grey shadowing from the zero line to the 1ml graduation line. Potential root cause for the ink rings defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2279246. A review showed one quality notifications related to the complaint defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe was discovered to have foreign matter. The following information was provided by the initial reporter: it was reported by the customer that the syringe is discolored.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.